Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the patient turned off their neurostimulator stimulation due to pain in the legs (mostly left) and another bowel surgery. Upon turning it back on, the patient noticed their heart rate elevate. This occurred again another time in the past few days. Currently, the device has been turned off. The patient called the field and the physician confirmed lead migration via x-ray. This could be a potential reason for the patient's prior pain and painful stimulation. There were no additional patient complications. The patient is scheduled for revision surgery on (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 UDI for concomitant product, tined lead:(B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. A DHR review was performed for batch ax1g192289. Review of the dhrs found no non-conformances. All established specifications and criteria for release were met. A risk review was completed using the rechargeable snm ipg hazard analysis and confirmed that the event of "pain", "unspecified heart problem" and "leads - migration" can be related to "pain or discomfort", "negative physical event with unclear relation to device or procedure (cystitis, headache, etc.)" And "lead migration" are defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator turned off their device due to pain and discomfort in the legs (mostly left) and another bowel surgery. Upon turning it back on, the patient noticed their heart rate elevate. This occurred again another time in the past few days. The device was turned off and the patient called the field rep. The physician confirmed lead migration via x-ray. This could be a potential reason for the patient's prior pain and painful stimulation. There were no additional patient complications. It was further reported that the patient had the lead and ins removed and replaced. There were no other issues or complications reported.